Event description:
Reporter indicated that patient developed an infection at the generator incision site 3 years post-op and was treated with antibiotics. The infection reportedly resolved with treatment. Investigation is still pending.

Manufacturer narrative:
Exact cause of infection is unknown. Although medical intervention was required, there is no information received to date to reasonably suggest that vns caused or contributed to the reported event.